Event description:
The complainant alleges using a heating pad while sleeping and waking to find a burn on her hip. It was diagnosed as a third degree burn. Complainant underwent 3 months of wound treatment. Complainant threw out the suspect heating pad, but has supplied a receipt.